Event description:
On (B)(6) 2011, (B)(6) contacted salter labs, via the company web site regarding a pt who seemed to have an allergic reaction while using nasal cannula product 1699-7-50. The pt's face was getting red, swollen, and itchy where the tubing came in contact with the skin. (B)(6) stated that "pt responded positively to benadryl. Decreased redness after removal of nasal cannula, which was kept post surgically." (B)(6) requested information regarding the materials that are used to make product. On (B)(6) 2011, (B)(4) from salter labs emailed and informed (B)(6) that the "cannula tubing is made of pvc, which is a form of plastic." Also (B)(4) requested the cannula be returned if possible. No response, nor product returned to date. Current status of the pt is unknown. This is an interim report.